Manufacturer narrative:
The customer stated that quality controls were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 14 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 54 ng/ml. The repeat value was deemed to be correct. The troponin t reagent lot number was 49088101, with an expiration date of 30-apr-2022.

Manufacturer narrative:
The field service engineer determined that a probe was bent and was not centered. The probe was adjusted. Patient sample correlation studies were performed with another analyzer and the results were similar. Controls were run. The customer stated that controls were acceptable.